Event description:
(B)(4). I have always taken very good care of my teeth but a few years after having the essure placed my teeth began to rot. I have had 9 teeth pulled so far and have 5 left to be pulled before I can get my partial dentures. I have had countless mouth infections and taken many trips to the ER from being in pain from infected teeth.